Event description:
It was reported that following ipg revision surgery (manufacturer reference number: 3006705815-2023-00924), ipg became inoperable and was unable to communicate with any external devices. It is not certain if ipg was set to surgery mode prior to procedure. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.